Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. Not returned to manufacture.

Event description:
Report 2 of 3. Consumer reported upon insertion of a tampon, the applicator petals bent backwards which scraped her vaginal area and caused her vaginal pain. She did not seek medical attention and the pain improved.